Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record (DHR) review was conducted: part: 04.027.053s, lot: 1l44168, manufacturing site: bettlach, release to warehouse date: 19.september 2018, expiry date: 01.september 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a hardware removal was done due to proximal femoral nail antirotation (pfna)-ii blade protrusion from the femoral head. Originally, the patient underwent an implantation with pfna-ii system due to femoral trochanteric fracture, on (B)(6) 2019. However, on (B)(6) 2019, the lesser trochanter fracture occurred. Furthermore, on (B)(6) 2019, the patient complained of pain and was confirmed that the pfna-ii blade was penetrated on the pelvis. Thus, an implant removal was performed and all devices were extracted. No replacement was done because the patient was elderly and the bone quality was not good. It was unknown if there was a surgical delay. Patient outcome was unknown. Concomitant devices reported: pfna-ii nail (part #: 472.101s, lot #: 1l31322, quantity: 1) and unknown locking screw (part #: unknown, lot #: unknown, quantity: 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).